Event description:
It was reported that the customer received a no delivery alarm from his/her insulin pump during a prime. The customer's blood glucose level was 300 mg/dl. Standard troubleshooting was performed. A scratch on the lcd screen was discovered. The insulin pump alarmed no delivery during a prime. The customer was advised to talk to her health care provider about her high blood glucose levels. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.